Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (failed incoming functionality testing) has been confirmed. Upon investigation the monitor failed a pulse test. The cause for the pulse test failure was isolated to oxidation on inter-pca connectors j1000, j1002 and j1003. The oxidation build-up on the tin connectors increased the resistance, causing the pulse test failure. There was no death or adverse event associated with the monitor malfunction.

Event description:
03/15/2021-resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form could not be located. The internal audit indicates that the electronic 3500a form, within the esubmitter application, was created on (B)(6) 2018. Acknowledgements 1, 2, and 3 could not be located. A us distributor reported that a monitor failed incoming functionality testing.